Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The distal segment of the returned guide wire was wavily deformed. For approximately 15-30mm from the tip, the polymer jacket was found ruptured and the coils underneath were exposed. Proximal to the bare coils, there was damage on the remaining polymer jacket that partially lacerated; the damage seemed to be made when the wire surface contacted some hard object. On the distal segment, the ruptured polymer jacket was turned inside out as the polymer jacket surface had coil grooves. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the metal tip of the concomitant catheter scraped the polymer jacketed surface of the guide wire when the catheter was delivered over the guide wire possibly after deformation of the guide wire was made by tortuosity of the vessel. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some fragment(s) of the polymer jacket might be left in the vasculature. The warnings section of the instructions for use (IFU) states: never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.). (This guide wire may be damaged or break apart.)

Event description:
It was reported that the polymer jacket of an asahi guide wire ruptured during a ppi to treat a severely calcified cto in the right anterior tibial artery. The guide wire was used with an asahi metal-tip catheter at the time peeling of the polymer jacket was recognized. A new guide wire was replaced to resume the procedure. Recanalization was successfully achieved by poba. The patient was fine without problem after the ppi.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.